Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was observed to be alarming for low oxygen flow. The device's oxygen blending module board was replaced and the device's software was reloaded to address the issue.